Event description:
A battery issue was reported with the adc device. Customer was unable to obtain load readings due to the device "no longer charges". As a result, the customer experienced "transpiration, heat, head turning" and was unable to self-treat, requiring treatment of compote provided by healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned. Visual inspection has been performed on the returned reader and damage was observed on usb port. Reader didn't charged due to damage usb port and unable to turned on the reader. De-cased the reader and perform reader test fixture. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.section d1 - (brand name) was updated from freestyle libre 2 to freestyle libre.

Event description:
A battery issue was reported with the adc device. Customer was unable to obtain load readings due to the device "no longer charges". As a result, the customer experienced "transpiration, heat, head turning" and was unable to self-treat, requiring treatment of compote provided by healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.